Event description:
The customer reported that the insulin gauge on their pump displayed a reading different from what was expected, with a discrepancy of more than 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was advised by technical support to call back for troubleshooting if the problem recurs.